Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1061653. Medical device expiration date: 2026-02-28. Device manufacture date: 2021-03-18. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the plunger was loose and pulled out, losing all medication. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: that the cone can be removed very easily, which means that the entire medication is always discarded. That the syringes are very difficult to empty of air.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the plunger was loose and pulled out, losing all medication. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: 1. That the cone can be removed very easily, which means that the entire medication is always discarded. 2. That the syringes are very difficult to empty of air.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-mar-2022. H6: investigation summary thirteen physical samples and one photo of a 1ml luer-lock syringe were received and evaluated. No visible defects were observed on the syringes. Based on complaint verbatim ¿cone can be pulled out of the syringe without resistance¿. This "stop" is known as a retaining ring on other bd syringes. This product material 309628 does not have a retaining ring by design according to its product specification. Since the reported condition is not a true defect and related to the design of the syringe, corrective actions are not necessary. DHR review is not required as the identified condition is related to the design of the syringe. H3 other text : see h10.